Event description:
Patient reported right side "capsular contracture baker grade unknown," "implants with lobulated contours," and "benign calcifications." Patient later reported "capsular contracture baker grade iii, pain and discomfort" via ultrasound. Patient additionally reported "feels pain," "painful to sleep," and "is very uncomfortable." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: crease/folding of implant, calcifications, capsular contracture baker grade iii, pain, discomfort